Manufacturer narrative:
S.I. Field service technician inspected the stretcher plate and rollers and found they were in good working condition. There were no signs of damage or excessive wear on either the stretcher plate nor the rollers. There was one roller with minimal noise but this had no impact on moving the stretcher plate in and out of the chamber. S.I. Field service technician spoke with the biomed person who indicated that they have changed their procedure on pushing and pulling the stretchers into the chambers when there is a patient of substantial size, they are to have two persons performing this task to prevent this from reoccurring.

Event description:
Initial report received from the customer was that they had an hbo technician who received a torn ligament in his left shoulder which was caused by repeated use of pulling in/out an obese patient weighing approximately (B)(6). Staff feels it was caused by the wheels on the stretcher plate being difficult to move in and out of the chamber due to worn casters. On 8/13/2018 more information was received from the customer that the injury occurred on (B)(6) 2018 and the hbo technician had surgery to repair the torn ligament on his left shoulder on (B)(6) 2018. The hbo technician is on medical leave and is recovering. The hospital has changed their procedure for pulling and pushing a stretcher into and out of the chamber with a patient at (B)(6) or greater that there must be two persons performing this function.